Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, the catheter fractured 6.2 cm from the strain relief. There were no complications or intervention reported with this event.